Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was inserted into the anatomy; however when steering down to the valve, an unusual bending of the shaft was noted. The clip was placed on the valve; the clip was turned clockwise by turning the handle 90 degrees. The physician wanted to raise the grippers but didn't turn the gripper lever before retracting. The gripper lever was retracted approximately 2-3cm above the blue line and became stuck and could not be moved anymore (grippers could not be lowered). The cds was removed without issue. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Code 2017 failure to follow steps . All available information was investigated, the returned device analysis did not confirm the reported deformation due to compressive stress as no issues were noted during testing. However, the reported mechanical jam and difficult to open or close were confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported deformation due to compressive stress could not be determined in this complaint. It should be noted that per the mitraclip instructions for use (IFU), it states: raise the grippers: 1. Rotate the gripper lever outward. The reported mechanical jam was a cascading effect of improper or incorrect procedure or method; and gripper actuation issue was a cascading event of mechanical jam. There is no indication of a product issue with respect to manufacture, design, or labeling.